Manufacturer narrative:
(B)(6).

Event description:
It was reported that coil protruded from catheter tip upon removal. The target lesion area was located in a moderately tortuous internal iliac artery. An 8mmx20cm interlock was selected for use. During the procedure, it was noted that the device prematurely detached inside the micro catheter. The coil protruded from the tip of the catheter upon removal. The device was removed together with the microcatheter and the procedure was completed with another of the same device. No patient complications reported.